Event description:
It was reported that a scheduled review involving this pacemaker, showed several atrial tachy response episodes on the stored electrograms of far field r-wave oversensing, which resulted in an inappropriate mode switch. This device remains implanted and in service. No adverse patient effects were reported.